Event description:
A (B)(4) distributor contacted zoll customer support to report that an unk pt reported that their monitor produced a high pitched noise when the battery pack was changed. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (will not power up) is being investigated. Upon receipt the device passed all functional testing. Upon review of the pt flag files abnormal shutdowns were noted indicating a possible intermittent issue. A root cause investigation is currently underway. No adverse event resulted from the defective monitor. The pt received a replacement monitor.